Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp)regarding a patient who was receiving 2mg/ml dilaudid at a dose of 0.9001mg/day via an implantable infusion pump for malignant pain and "breast." It was reported that the patient's pump was empty. The hcp had access to the physician programmer. It was reported the patient missed a refill. No symptoms were reported. No further complications were anticipated/reported.